Manufacturer narrative:
Device evaluated by manufacturer. The subject holder arrived at the manufacturing site for evaluation on (B)(4) 2013. Initial gross examination confirmed the reported event and that all pieces of the holder were retrieved and returned. No other reports of similar events have been received. Full device history record review will be performed. Evaluation of the holder will include visual and microscopic analysis to determine root cause. Evaluation method: review of the device history record confirmed that the valve s/n (B)(4) was manufactured and inspected according to all specifications at the time of manufacture and release for a carbomedics prosthetic heart valve - standard aortic (a5-025) mechanical heart valve. Results: no definitive results at this time. Conclusion: no conclusion can be drawn at this time as device evaluation has just commenced.

Event description:
The company was notified that during the implant of a carbomedics prosthetic heart valve (cphv) standard aortic mechanical heart valve, the housing on the valve holder broke and released the valve unexpectedly. The valve was implanted and subject holder was returned to the manufacturer for evaluation. No adverse event reported. Reported that pt was recovering normally. Surgeon did not wish to express a complaint, only to provided feedback on the experience.